Manufacturer narrative:
No patient was present at the time of the alleged malfunction.the suspect device lot number and manufacture date is dependent on the return of device to manufacturer.no parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Device lot number and manufacture date are provided. There are tool marks on the head of the adjustment screw, but the hex head is in good condition. The retainer ring is also stretched at the tip of the adjustment screw, due to over tightening, allowing some play in the travel of the clamp face. The screw threads are not stripped and are in good condition.

Event description:
A sterile processing specialist reported that a thoracic reference clamp was slipping when tightened. The staff member was using pliers to tighten the thoracic reference clamp which in turn stripped the edges. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.